Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: the battery cap coin slot was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap coin slot was worn. This report is made based on results of investigation completed on 23-apr-2018.